Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. Only the proximal fragment was returned for analysis. At this fragment, the two connector exits were cut off, and they were also available for analysis. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were found. Furthermore, a conductor fracture could be seen about 9 cm distal of the df-1 connector pin. This damage is very likely the cause of the shock impedance being greater than 150 ohm complained about. The characteristics of the damage manifestation lead to the assumption of massive mechanical stress on the lead. Tight winding of the lead around the generator housing in all probability led to abrasion, and the constant tensile stress led to the conductor fracture. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of 93 months, an increase in impedance to over 150 ohm was reported. During the partial explant, suspected damage to the lead in the connector region was detected. The saved fragments were returned. No deterioration of the patients state of health was reported.